Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. Towards the end of the pulsed field ablation (pfa) case, a pericardial effusion was discovered using the ice catheter. A pericardiocentesis was performed and the patient was in stable condition. The following non-boston scientific devices were also in use, carto 3 system, soundstar catheter and decanav catheter. No further information is available.